Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure an implant attempt was made, however the physician was unable to position the lead due to sudden helix extension after rotating approximately ten times. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).